Manufacturer narrative:
Device evaluation: the stent and a portion of the balloon catheter entangled in a snare device were received for analysis. The snare measured 11.7cm long. Microscopic examination of the snare revealed damage that is consistent with shearing. The returned length of balloon catheter measured 15.6cm. A significant length of the catheter, including the proximal hub, was not received for analysis. The fractured end of the outer shaft was jagged, with scratches extending from the fracture surface. The shaft was kinked 1cm from the fractured end. The marker band spacing measured 6mm (inside edge-to-inside edge) and the tip of the catheter is yellow. The yellow catheter tip and 6mm marker band spacing are not consistent with the reported 32mm taxus liberte stent, but are consistent with the 2.5x8mm apex balloon catheter reportedly used to withdraw the stent. One end of the stent was loosely attached to the balloon. The stent was mangled and stretched. The full length of the stent measured 54mm. Due to the damaged condition of the stent, it could not be determined if this was a 32mm taxus liberte stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "the taxus liberte paclitaxel-eluting coronary stent systems is indicated for improving luminal diameter for the treatment of de novo lesions in native coronary arteries."

Event description:
It was further reported that this is the same patient as user facility medwatch # (B)(4).correction: it was initially reported that the stent dislodged from the delivery device. However, further information received indicates that the balloon and stent detached in the patient and both were retrieved with a snare.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the left femoral artery. The target lesion was located in the left anterior tibial artery. Without predilating, a 32x3.50mm taxus liberte stent delivery system (sds) was advanced to the lesion and 4 atms of pressure was applied but the balloon did not inflate and the stent did not deploy. An attempt was made to pull the sds into the guide catheter for removal and there was significant resistance noted. Upon withdrawal the stent dislodged from the sds. An attempt was made to move the dislodged stent to the intended location but it embolized to the tibial vessels below the knee. A snare was used to remove the stent. No additional stent was placed and runoff angiography was performed. No additional patient complications occurred and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is a combination product. Age at time of event: approximately 55. (B)(4). (B)(4). (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Correction: access was obtained through the right femoral artery, not the left femoral artery as previously reported. It was further reported that before advancing the taxus liberte device, a 3.0x20mm unspecified balloon was inflated in the lesion but there was poor flow following. The dislodged taxus liberte stent remained on the wire and the delivery balloon was used in an attempt to reposition the stent but the balloon "sheared off" in the sfa. The stent and stent balloon were on a non-bsc guide wire that was used to withdraw the remainder of the balloon. The stent then migrated with blood flow to the tibial vessels below the knee. Attempts to retrieve the stent with a snare were unsuccessful. Therefore, a 2.5 x 8 apex balloon catheter was advanced through the stent and the balloon was inflated to 10atms. The stent was withdrawn back into the sheath. The stent began to crimp and flare at the proximal edge so a loop snare was used alongside of the inflated apex balloon to remove all devices together. There were no issues with the apex balloon, however the catheter was cut by the facility and returned with the stent.